Event description:
There were 2 involved devices.

Manufacturer narrative:
Corrected information b5 section. Device evaluation: two used chemoclave vented bag spikes connected to semi-rigid injection 250ml bottles for inspection. One of the samples was received wetted out with prior infusate. Both of the semi rigid bottles were observed to be partially collapsed. Each clave was leak tested per product specifications. There was leakage from the one sample from the wetted out filter. The leak seeped from various locations. The reported complaint of air in line can be confirmed on one of the returned samples due to the wetted out filter. The probable cause is due to a temporary loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation has not yet been complete.

Event description:
The event involved a chemoclave vented bag spike where the customer reported that there was air in line during infusion of an unknown chemotherapy drug. There was no physical damage noted on the device. There was ¿air in line¿ alarm - large bubbles were seen; distal air in line. The customer reported no issue with the pump. There was patient involvement, but harm was not reported as a consequence of this event.